Event description:
It was reported that a spectrum pump had system error 322 alarms in the event history log. The problem was found in the imcu. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will submitted.